Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The customer stated that prior to starting insulin pump therapy, he had a blood glucose reading of 550 mg/dl. He observed that when he began insulin pump therapy, he may have tugged on the infusion set at night because he woke up with a high blood glucose reading of 260 mg/dl on the day of the call. He did not know whether the infusion set cannula was coming out. The customer treated with a bolus. Unable to complete troubleshooting due to lack of tubing clamps. He advised that he would call back to perform a no delivery test. Nothing further reported.